Manufacturer narrative:
Patient weight not available for reporting. Date of non-union is not known. Number 510k: this report is for five (5) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 to remove hardware due to a non-union of the clavicle. During the revision one (1) 2.7mm/3.5mm variable angle-locking compression plate (va-lcp) clavicle plate (7 hole), two (2) unknown lag screws, and five (5) unknown screws were removed whole and intact. The patient was implanted with a 3.5mm lcp clavicle plate (7-hole) and six (6) unknown screws. The original surgery was performed on (B)(6) 2017 to treat a clavicle fracture. Post-operatively the patient was diagnosed with a non-union. It is unknown how the non-union was diagnosed or whether the patient had symptoms related to the event. The revision surgery was successfully completed with no surgical delay and no patient harm reported. Patient outcome was reported as good. This report is for five (5) unknown screws. This is report 3 of 3 for (B)(4).